Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings. On investigation, the reported power issue was verified in the black box and duplicated in the evaluation. Review of the black box data found multiple unexplainable power-on-rest events in the pump history. The battery cap was undamaged. Battery compartment crack was found in the threads area. The retuned battery cap was unable to fasten properly and the pump failed to power up. A battery compartment leak was demonstrated in a leak test. Pump casing was opened and evidence of moisture intrusion was found on the printed circuit board, the glucose engine and the display screen. Using a test cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruption. Unrelated to the power complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had lost power and the battery compartment was cracked with evidence of moisture intrusion inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.